Manufacturer narrative:
Correction: g3 in the initial MDR was incorrect. The notified date is 6/4/2021.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the black pumps of the cycler and the bottom of the cassette door after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient also reported the cycler displayed their drain volume is 4215 ml, but the patient was empty. The patient¿s expected drain volume was 50 ml. The patient reported the two drain bags that they were using were full and the patient line did not display that they were draining. The white and blue clamps were closed, but the drain numbers on the cycler still increased even though no fluid was coming out from the patient. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient aborted their treatment and did not perform manuals. The pdrn stated that the fluid leak occurred from the cassette. The pdrn also stated that it is unknown if the patient drained out 4215 ml, because the waste went into a drain and not a drain bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received 8000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed, and an alarm was encountered during drain phase of cycle 2. The treatment test was cancelled to troubleshoot the failure. The failure was traced to a clogged filter. The affected filter was replaced with a clean one to proceed with the investigation. An as-received 8000ml treatment-based ccpd simulated treatment was performed and passed after replacing the filter. The cycler weighted fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid found underneath the pump assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the black pumps of the cycler and the bottom of the cassette door after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient also reported the cycler displayed their drain volume is 4215 ml, but the patient was empty. The patient¿s expected drain volume was 50 ml. The patient reported the two drain bags that they were using were full and the patient line did not display that they were draining. The white and blue clamps were closed, but the drain numbers on the cycler still increased even though no fluid was coming out from the patient. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient aborted their treatment and did not perform manuals. The pdrn stated that the fluid leak occurred from the cassette. The pdrn also stated that it is unknown if the patient drained out 4215 ml, because the waste went into a drain and not a drain bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.